Manufacturer narrative:
The customer¿s report of system error code 255-16-275 was confirmed. A review of the pcu event log identified entries of system error 255-16-275. After having started the infusion the details were displayed on the pump module however, no details were displayed on the pcu. The reported system malfunction which has occurred when the user had performed a rapid action of closing the door and starting the infusion. The pump module went from an alarm state (flo stop open) immediately into an infusion state. This rapid action is known to cause a race condition that can lead to an out of sync state between the pcu and pump module. The pcu is not aware of the start of the infusion on the pump module and assumes the pump module is inactive (idle). The user made a state change by restoring the infusion parameters resulting in triggering the system error. The root cause of system error code 255-16-275 is a software issue where the infusion state machines are out of sync between the pcu and lvp. The effect of this is the pcu software tries to access data that is non-existent.

Event description:
Whilst awaiting to go to ICU from resus, a stabilised intubated patient was receiving adrenaline at 8 mcg/min. The report suggests that the nurse noticed that the patient's systolic blood pressure was over 300 and when they pushed channel select, the device displayed a system error code 255-16-275 and the screen then locked. The reporter stated that it appears that the patient received a purge of adrenaline which was immediately ceased. The information received suggests that the patient¿s blood pressure stabilised within approximately 2 minutes.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Whilst awaiting to go to ICU from resus, a stabilised intubated patient was receiving adrenaline at 8 mcg/min. The report suggests that the nurse noticed that the patient's systolic blood pressure was over 300 and when they pushed channel select, the device displayed a system error code 255-16-275 and the screen then locked. The reporter stated that it appears that the patient received a purge of adrenaline which was immediately ceased. The information received suggests that the patient¿s blood pressure stabilised within approximately 2 minutes.